Event description:
Patient reported having black floaters in left eye for a few weeks and discontinued contact lens wear. Two weeks later, patient experienced "a red flashing blob" in eye and was unable to see. Patient visited doctor who diagnosed a detached retina. Same day, pneumatic cryo surgery was performed and patient was treated with prednisone forte and zymaxid. Two days later at follow up visit, eye and tear were healing well. The next day, patient returned to doctor for emergency visit due to concern of blood in eye. Doctor diagnosed a new tear in a different area of the eye and advised patient that a vitrectomy procedure be performed. As patient refused further treatment due to financial concerns, doctor referred patient to (B)(6). Treating doctor's office indicated condition is not product-related. To date, patient has not followed-up with referral and no further treatment has been provided.

Manufacturer narrative:
The product was not returned for evaluation. The lot number information is unknown. Treating doctor's office indicated condition is not related to the device. Based on all information, no causal factors can be determined and no conclusion can be drawn.